Manufacturer narrative:
Complete information for - (B)(4). After further investigation, it was noted that events with message codes (1043, 1044, 1072, 1402, and 1403) and/or a cracked or damaged level sensor ((B)(4)) have the possibility of being associated with the incorrect dispense of trigger or pre-trigger. A retrospective review was performed and this ticket was identified as being related to the 07mar2019 remedial action. A product correction letter was issued on 07mar2019 to all alinity I and alinity c customers notifying them of the software and hardware issues on the alinity ci-series system. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their alinity ci-series to software version 2.6.0 to resolve each of the identified issues and provide customers necessary actions until the mandatory upgrade is completed.

Event description:
The customer was unable to transfer trigger solution after loading a new bottle on the alinity analyzer. The level sensor was replaced by the customer and the issue was resolved. Through review of ida (instrument data analytics) data, error code 1402 unable to process test. Activated read failure was identified on the alinity ci level sensor, bulk solution. There was no reported impact to patient management.